Manufacturer narrative:
On 13-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to have ruptured. Additionally, a shell abrasion anomaly was observed on the edges of the tear. The evaluation determined that the cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stress to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-sept-2021, mentor received additional information regarding the suspected medical device. The suspected medical device is a 450cc mentor memorygel breast implant (catalog #: 3504501bc, lot #: 5706860). On 1-oct-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor gel breast implant and experienced left-sided rupture postoperatively. As a result, the patient underwent removal and replacement with two 550cc mentor memorygel breast implant prostheses (catalog #: 3505504bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020.